Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw broke off. The or staff checked the drapes and sponges and the piece could not be found. The surgeon checked the patient and the jaw could not be found. The jaw was not found. Unknown how the case was completed. There was no patient consequence reported. The account has a procedure where they will not release the device at this time.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.